Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. The customer reverted to alternate method for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.